Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reported glenoid failure may be the result of glenoid loosening and fracture of the center peg from the polyethylene body. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 3000109, humeral head 3100144, replicator plate 3001015.

Event description:
It was reported via clinical study that the 70 yo male patient experienced disassociation of polyethylene. The x-ray demonstrated loose cage glenoid poly. The date of event onset is unknown. The patient was revised on (B)(6) 2023. The outcome was last known as resolved.